Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex st device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. On (B)(6) 2017: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex st. As reported, attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex st device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 months post implant of ventralex st, patient was diagnosed with obstruction, necrosis, peritonitis, ischemia, adhesions, abdominal pain thereby underwent mesh removal. The instructions-for-use supplied with the device list adhesions, pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-feb-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. (B)(6) 2017: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex st. As reported, attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information: (B)(6) 2017 - patient had pain and was diagnosed with umbilical hernia, two epigastric hernias thereby underwent open repair with the implant of ventralex st mesh. Per operative notes, ¿the hernia defect just under the umbilicus was noted. There were higher defects just above the other defect were connected. A medium ventralex st patch was placed and secured with sutures on all directions.¿ (B)(6) 2017 - patient had abdominal pain and was diagnosed with small bowel obstruction, necrosis, peritonitis thereby underwent open repair with removal of mesh. Per operative notes, ¿in peritoneal cavity, some slightly murky fluid with odor was identified. A large loop of bowel was noted to be necrotic. The small adhesion to the peritoneal side of the mesh on the umbilical hernia repair was seen. A section of small bowel was untwisted and transected. The mesh was excised.¿ attorney alleged that the patient had adhesions, bowel obstruction, mesh removal, pain, seroma and emotional injuries.